Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was removed on (B)(6) 2016 due to shunt infection. During the removal surgery, the siphon guard was found to be broken. Further information would be provided as soon as we receive it from the facility.

Manufacturer narrative:
Updated UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 2. The valve was hydrated for about 40 hours. The valve was visually inspected: and confirms the tear in the silicone housing, as noted in the complaint description. Review of the history device records confirmed the valve product code 82-8804, with lot ctnb3c, conformed to the specifications when released to stock in 30th november 2015. Review of the sterilization certificate conformed to the specification when released on the 25th november 2015. The root cause for the broken silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing during explantation, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. No root cause could be determined for the infection, as the sterilization certificate conformed to specification. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Reported (B)(6) 2016 - infection : staphylococcus epidermidis.